Event description:
Event description guidant received information that this coronary sinus implantable lead and transvenous implantable lead dislodged from the left and right ventricles. The left ventricular lead was repositioned; however, capture could not be obtained at the highest output.